Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to load properly in the hands of an experienced user. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to load properly in the hands of an experienced user. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Specks of blood were observed on the loading device. The delivery device was returned inside the loading device. The seal is visible in the loading device window. The seal is observed to be in a taco position. The delivery device was removed from the loading device. The seal was observed to be partially extended outside the delivery tube. The blue slide lock was dis-engaged and the white plunger was not fully depressed on the delivery device. The seal was removed from inside the delivery device for inspection. A microscopic inspection determined that there was a crack/delamination on the first outermost coil of the seal. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "fitting problem" was not confirmed but the analyzed failure "crack; seal" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to load properly in the hands of an experienced user. A replacement device was used to complete the procedure. The hospital did not report any patient effects.